Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. This lens model is contraindicated for patients with age less than that of 21 years. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -12.50/+2.0/109 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The cause of the event was unknown.